Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during an anterior cruciate ligament surgery the button did not flip. The surgeon drilled femoral and pulled in the implant when the button did not flip. The surgeon removed the implants and finished the surgery with a new device with the same part number. Per complaint reporter there was no harm for patient, operator or third party. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. One unpackaged ar-1588rt-2j, batch 15363185, was received for investigation. Visual evaluation noted that the white sutures were torn and that the button was damaged. Functional testing was not performed due to the damage to the device. The most likely cause of the reported failure can be attributed to user error due to excessive force being used when tensioning the sutures. The complaint allegation is confirmed.